Event description:
It was reported that during the interrogation extended charge time was noted. The device was also near eri. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field event of extended charge time was confirmed both on the bench and after reviewing stored diagnostic data. The cause of extended charge time is believed to be due to battery performance. A longevity calculation was performed and the battery was found to be within normal longevity estimations.